Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via interdepartmental helpline solutions tracker of a bolus wizard complaint from the insulin pump. The customer stated that it has been slow to take a bolus. The customer stated that after he presses the bolus button, he presses the act button until he gets the right bolus. The customer reported that sometimes the pump does not do anything. The customer stated that the numbers on the pump were slow to show up and count on the screen.